Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during the procedure the cartridge disengaged from the applier, the clips were retrieved. There was no patient injury during this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the cartridge noted that the clip was fully formed but not completely deployed from the cartridge. The loading unit was loaded into the clinical instrument and fired; the pusher advanced properly and deployed the clip. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.